Event description:
Caller reported an alarm 2 and indicated no previous occlusion events occurred earlier in the day. Impact on the customer's blood glucose level was unknown as the caller declined to provide specifics. To resolve the issue, customer changed the infusion set and cartridge and resumed insulin use. No frequent occlusion issues were experienced, and no additional assistance was required, leading cts to close the case.